Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the brim cap detached. It was reported that the orange cap broke off after breaking the dilator. The orange cap broke off while being prepared. The brim cap became detached. The dilator was not damaged. There was no resistance between the sheath and dilator. The sheath had not yet been inserted into the body. The sheath was replaced, and the issue resolved. No adverse patient consequence was reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) evaluation was performed for the finished device 00001667 number, and no internal actions related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).